Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A picture of the traced was provided and representative instructed site to trace more on the nose and forehead. No parts were replaced. No parts have been received by the manufacturer for evaluation. The software investigation found that the reported event was unrelated to a software issue as the tracer registration performed by the user was found to be insufficient. The software is functioned as designed.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), an inaccuracy was observed during the procedure. The navigation system displayed a few millimeters superior and into patient's brain when the surgeon was in the sphenoid sinus. Surgeon took the inaccuracy into account and proceeded with case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.